Event description:
Event description boston scientific received information that this patient had experienced a syncopal episode and went to the hospital for evaluation. It was noted that the ventricular threshold had increased and was not stable, flucuating from 1.8v to 4.0v. The pacemaker was reporgrammed to increase the ventricular output to 5.0v., which appeared to resolve the issue. The manufacturer of the ventricular lead is unknown.